Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that on the same day of impella cp insertion some oozing was noted at the patient¿s groin site. Manual pressure was held, femstop, and suture was added. The bleeding was resolved. Additionally, the patient following a coughing episode had positioning issues, followed by purge pressure high alarm with flows around 1.5ml/hr. During this time the patient also experienced stroke like symptoms. Computed tomography scan was negative, and symptoms improved within an hour. It was further reported that care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of access site bleeding and high purge pressure has been completed. The impella device was not returned for evaluation. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the high purge pressure issue was most likely biomaterial, based on data log review.